Event description:
Information was received from healthcare provider (hcp) via manufacturer representative regarding the patient having spinal therapy. It was reported that the fixing force of the part that fixes the pillar is weak. There were no further complications or symptoms reported regarding the reported event. Additional information was received via manufacturer representative that the event occurred during pre-inspection of device.

Manufacturer narrative:
E: first name and last name of initial reporter is unknown. G2: country of origin is japan. H3: product analysis of product#: 9560524, lot#: my21f001r during the inspection the requested symptoms (insufficient gripping force of the bur clamp) could be duplicated /observed. Also, it was observed that there was deformation of the threads on the handle screw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.